Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00698: case 1, 3025141-2019-00700: case 3.

Event description:
Article: pre-contoured plating of clavicle fractures - decreased hardware-related complications?; vanbeek, corinne, md; boselli, karen j., md; cadet, edwin r., md; ahmad, christopher s., md; levine, william n., md; clin orthop relat res (2011) 469:3337-3343. Case 2: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced wound infection requiring operative debridement.